Event description:
It was reported that a critical pump alarm due to motor stall was heard and confirmed by telemetry. The date of the event was 2015-(B)(6). The motor stall was constant and did not recover. There was no magnetic resonance imaging (MRI) or environmental exposure. Pump elective replacement indicator (eri) was 22 months. The patient had no recent procedures to have triggered the motor stall. The cause of the motor stall was unknown. The patient experienced withdrawal, less than (B)(6) therapy relief, and underdose symptoms of nausea, headache, and pain. No diagnostic testing or troubleshooting was required. The pump was replaced on 2015-(B)(6). Patient status at the time of the report was alive with no injury. The device system delivered compounded baclofen, dilaudid and clonidine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the pump was stalled greater than 24 hours and a tube set message was seen. More than one motor stall was noted in the event logs. The reporter could not remember if the repeated motor stall recoveries occurred in a short duration because the printout was returned with the returned pump. The patient was fine and receiving therapy per the reporter.

Event description:
Additional information was received from a physician. The patient's pertinent medical history included no known allergies. Other medications the patient was taking at the time of the event included: oxycontin 40 mg (oral) and valium 5 mg (oral). The pump contained: dilaudid 10 mg/ml (dose 12.996 mg/day), clonidine 300 mcg/ml (dose 389.87 mcg/day), and compounded baclofen 120 mcg/ml (dose 155.95 mcg/day). The dilaudid concentration was increased on (B)(6) (year unclear as reported). The end date of all 3 medications in the pump was reported as ongoing. Regarding the motor stall, it did not recover and lasted greater than 24 hours. There was no tube set message noted after the stall. There was not more than one motor stall noted in the event logs. The cause of the motor stall was unknown to the reporter. Regarding troubleshooting, the pump was replaced on (B)(6) 2015. The existing catheter was noted to be in good condition. Regarding patient outcome, recovering was reported; the pump rate required adjustment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2006-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient¿s pump had failed and the patient ¿went into crisis.¿ it was noted the patient¿s pump had failed and the patient did not hear alarms at that time. No further complications were reported/anticipated or expected.